Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. Additional information was received that the patient is now alleging asthma, which would make this an adverse event allegation. Medical intervention was not specified. Patient is also alleging chest pain, dry mouth, sore throat and nosebleeds. Patient also alleged visualization of black particles in the machine, in the nose, in the filter, and airway. Please see sections b1, b2, e3, h1, and h6 for this additional and corrected information.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging of asthma, chest pain, dry mouth, sore throat, nose bleeds, and visual black particles in nose related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An secondary findings dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device.also slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in the base unit.

Manufacturer narrative:
The manufacturer previously submitted MDR report with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code was updated.